Event description:
It was reported that the user accidentally selected that a new infusion set was not needed during a supply change, which interrupted the correct infusion set and cartridge change process; the agent provided troubleshooting and education, and insulin delivery was successfully resumed. Symptoms included none reported. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included review of use error and user guidance. Investigation of this case revealed a user interface or use sequence error related to incorrect supply change steps, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education and successful restoration of therapy.